Event description:
It was reported that upon latitude review, intermittent impedance spikes were recorded for the right ventricular (rv) lead, to the point the pacing impedance was out of range. There was no noise noted and the sensing as well as the shocking impedance were within normal range. Technical services discussed possible causes, provided reprogramming options and advised to monitor for noise on the rv channel. The rv lead is a non-boston scientific product. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).